Event description:
It was reported a patient had necrotic tissue development around the port incisions after a six-hour procedure. Intuitive surgical, inc, (isi) made multiple follow-up attempts to obtain additional information. However, at the time of this report, no additional information had been received.

Manufacturer narrative:
Based on the current information provided, the cause of the postoperative complication cannot be determined. A product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the site's system and device logs for the reported procedure could not be conducted at this time, due to insufficient event information.